Event description:
It was reported that some time post a port placement, leakage was allegedly found when using the port system. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products are identified. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport slim implantable port attached to a catheter was returned for evaluation. Gross visual and functional evaluation were performed on the returned device. No visual anomalies were noted on the device. During functional evaluation, the port with attached catheter segment was patent to infusion and aspiration without issue. However, the investigation is inconclusive for the reported fluid leak issue as the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported that some time post port placement procedure, leakage was allegedly found when using the port system and the port system was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510 k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport slim implantable port attached to a catheter was returned for evaluation. Gross visual and functional evaluation were performed on the returned device. No visual anomalies were noted on the device. During functional evaluation, the port with attached catheter segment was patent to infusion and aspiration without issue. However, the investigation is inconclusive for the reported fluid leak issue as the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, g3. H11: b3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.